Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: b5: this report is against user facility medwatch number mw5186370.

Event description:
Voluntary report received (mw5186370) I had a full hip replacement that was done (B)(6) 2021. Eight to nine months after the implants were placed inside my body, I began experiencing serious pain that has only gotten worse due to numerous factors that are a result of the surgery. I have particle disease, tissue damage, a large spread-out subchondral cyst that was found originally in 2019. No one ever spoke with me about the cyst. The orthosurgeon put the implant either on the top of, or close to, the cyst. It was exposed from a CT scan done (B)(6) 2022 being the same cyst from 2019. I just recently learn of all this within the last year. Learning the implant is faulty from a batch of recalled hip implants from 2010 to present. I have all the documents! I have almost all my test results, doctors notes, summary reports, manufacturers information etc. As of this date, I am now dealing with chronic dehiscence, cortical breakthroughs with portions involving my pelvis. The implant has continued to push through my pelvis. Hardware fracture and loosening that has now created way more pain. Having to use a wheelchair not to damage it more. No one is communicating any of this stuff with each other. All doc's, n.p.s (nurse practioners), nurse, (B)(6) (special operations surgical teams)/surgeons. Log number: (B)(4). Hecc: 1994, 1800, 4559, 1924, 1154. Dpc: 1420, 1260, 4002, 4003. Ref reports: mw5186368, mw5186370, mw5186371.